Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the provisional had fractured. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. The reported event was confirmed as product was returned and examination of the returned part determined that returned tasp exhibits signs of repeated use (nicked and gouged) with the post feature fractured off with a small fragment fractured off. Not all pieces returned. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.